Event description:
Hill-rom received a report from the account stating the right head siderail would not latch. The bed was located at the account on the (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found screws missing that secures the rail to side bracket. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the screws to resolve the issue. Based on this information, no further action is required.